Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The lift was received and inspected. Visually the guards on the top of the legs were gone, the plastic shield over the base was cracked. Some movement was present between the mast and the base because the bolts that connect the base to the legs were not tight allowing the mast to rotate slightly forward and rearward. Engineering stated that the lift was well used and had evidence of abuse and lack of maintenance. The device was functionally tested and there was no discrepancies. The lift remained stable during the functional test. The alleged instability was likely a result of user error. There was an injury alleged with this complaint. The injury was reported as a small laceration. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The facility states while weighing a resident in the lift, the lift started to tip to the side, causing the resident to fall back towards the bed. The consumer allegedly sustained a small laceration.